Manufacturer narrative:
(B)(4). The device was returned for investigation. The device was powered on and off several times and the screen did not freeze. The single board computer (sbc) was replaced as a precaution. The device passed all testing.

Event description:
It was reported that a ventilator was powered on and the touch screen froze. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.